Event description:
Additional information received indicated the inappropriate shock delivered was directly related to the micro-perforation caused by right ventricular (rv) lead and not the implantable cardioverter defibrillator (ICD). The micro-perforation led to the rv lead over-sensing noise, which then elicited the inappropriate shock from the device. There were no alleged malfunctions on the device itself.

Event description:
Related manufacturing reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. It was noted, that an inappropriate shock was displaced by the implantable cardioverter defibrillator (ICD), due to over-sensed noise. The patient was brought back to clinic on (B)(6) 2023, where it was then discovered, that the right ventricular (rv) lead had micro-perforated the heart, causing diaphragmatic stimulation as result. The ICD and rv lead were both explanted and replaced. Further information was requested, but not received.